Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation abrasion on the pace/sense portion of the lead was observed. The physician repaired the lead with a lead repair kit. Patient is doing fine.